Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.